Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch select simple meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on an unspecified date during (B)(6) 2017. On an unspecified date between then and the alert date of (B)(6) 2017 ,the patient obtained fasting blood glucose results of ¿130-140mg/dl¿, post meal blood glucose results of ¿148-175mg/dl¿ and night time blood glucose results of ¿175-308mg/dl.¿ such a comparison does not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and in response to the alleged product issue they increased their ¿human insulin r¿ dosage over the course of 4 months from 2 units to 22 units per day based on doctor¿s advice. An unspecified period of time after the alleged product issue began the patient reported developing symptoms of ¿sweatiness and frightened¿; symptoms which they associated with hypoglycemia. Treatment for these symptoms was not noted, however. A blood glucose test was performed using a hospital device on (B)(6) 2017 and a result of ¿103mg/dl¿ was obtained. At the time of troubleshooting the csr noted the unit of measure was set correctly on the subject meter and the patient did not have control solution available to test on the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
An evaluation of the test strip lot was performed and concluded that this lot breached the thresholds set for escalation. As such, lifescan product analysis conducted testing of retain samples from the subject test strip lot. The retained test strips passed perfomance testing with control solution and no product malfunction was identified. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.